Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had multiple cubies failed, gave errors and were not detected on the bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer was missing many cubies in the storage space configuration. The field service engineer reseated the row board cable connections to resolve the issue. The customer then checked the storage space configuration, and all cubies were showing on the map compared to the open drawer. The system functioned as intended after the field service engineer investigated the device.